Event description:
It was reported that the customer experienced intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer resolved the issue by replacing the infusion set and cartridge, subsequently resuming normal insulin use.